Manufacturer narrative:
Batch review performed on 22 december 2025 ball heads: mectacer 01.29.215 biolox delta ceramic ball head 12/14 ø 40 size xl +8 (k112115) lot 2218785: (B)(4) items manufactured and released on 02-nov-2022. Expiration date: 2027-10-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Liner: mpact 01.32.4052hct flat pe hc liner ø40/g (k122641) lot 2215506: (B)(4) items manufactured and released on 06-sep-2022. Expiration date: 2027-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Correction: d1, d2, d4, g4, h4.

Event description:
The antirotational insert of the trial offset 5mm broke. Broken part retrieved and surgery completed successfully. Approximately 45 minutes of delay occurred to remove the broken part. The surgeon had to burr around the site to get access with a trauma-threaded removal tool.

Manufacturer narrative:
Batch review performed on 15 september 2025: lot 2254377: (B)(4) items manufactured and released on 18-aug-2022. No anomalies found related to the problem. To date, 4 similar events have been reported on the same lot during the period of review. Visual inspection: the performed analysis confirmed that the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction of the system consisting of extension stem, trial offset and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset is unable to withstand the blows and disengages from the offset body itself. A new modification request has been opened and managed to improve the locking system between the two components of the trial offset. Additional improvement has been made on the design and production process in order to obtain the antirotational feature monoblock with the main body instead of two different components. Conclusion: the issue was likely influenced by a combination of the inherent mechanical limitations of the design version involved and the forces applied under the specific conditions of use.